Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a unit of prismaflex st100 set was "cracked" and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the access blood header port was cracked, which allowed the leakage. The reported condition was verified. The cause of the observed header damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.